Event description:
A us distributor contacted zoll to report that electrode belt sn: (B)(4) was unable to perform the detect and treat test.

Manufacturer narrative:
Device evaluation of electrode belt sn: (B)(4) is complete. The reported problem (unable to perform detect and treat) was confirmed. As received, the electrode belt failed incoming testing. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node and ECG "b". There was no sign of external damage to the cable. The root cause for the open pulse wire could not be positively identified but was likely excessive force. No adverse event resulted from the defective electrode belt.